Event description:
It was reported that after the patient underwent an ion-assisted lung biopsy, the patient experienced a pneumothorax. The target nodule was in the right middle lobe on the fissure and was 8mm in size. The procedure was completed as planned. A chest x-ray detected the pneumothorax after the procedure. The patient was admitted for observation. There was no device malfunction or device issues associated with the event. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ion did not exhibit any issues or unexpected behaviors that may have contributed to the pneumothorax. A diagnosis of benign parenchyma was obtained. The pneumothorax was 2cm in size and increased slightly. The patient experienced shortness of breath, and a 20 french chest tube was placed. The patient was admitted to the hospital for an overnight stay lasting more than 24 hours. The final chest x-ray revealed that the pneumothorax was resolved, and the patient was discharged home.

Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure. An ion product was not expected to be returned to intuitive surgical, inc. (Isi) for evaluation.